Event description:
Customer reported the set "came apart above the y-site closest to the terminal end of the tubing." A maintenance solution of lactated ringers was being infused at the time of event. There was no report of pt harm or medical intervention. Although requested, no additional pt or event information was provided.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.